Event description:
It was reported that after priming, the pt was placed on the device. Shortly after flow began, small drops of blood from the gas exit on the bottom of the device was observed. The device was changed out due to the dripping. (B)(4).